Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing failure and dislodgement were noted on the right ventricular (rv) lead one day post implant. Patient anatomy was noted as the cause of the dislodgement, which was confirmed by chest x-ray. The lead was revised and remains in use. No patient complications have been reported as a result of this event.